Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached battery capacity depleted (bcd). Boston scientific technical services (ts) advised that a shock may have occurred and recommended device replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.